Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis left cylinder was removed and replaced due to a tear in the cylinder. No patient complications were reported.

Manufacturer narrative:
B3: estimated as two weeks prior to date of explant. Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinder was visually and microscopically inspected, and leak tested. It was observed that the outer layer had detached at the proximal end of the cylinders. A leak was identified in the proximal end of the cylinder due to a hole resulting from fatigue wear. Pump tubing was noted to have been cut down to the pump block and was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Laboratory analysis confirmed the reported clinical observation of a cylinder tear. Based on all available information, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
B3: estimated as two weeks prior to date of explant.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis left cylinder was removed and replaced due to a tear in the cylinder. No patient complications were reported.